Event description:
Changes in breast implants harding of breast implants disfigured breast, painful. Diagnosis breast disorder I believe it's due to implants, developed lumps the implants are not safe. This product is not safe. Ref report: mw5162668.